Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose levels were high when she awoke and did not change/lower with corrections, so she went to the emergency room. She stated her blood glucose had reached between 1800-2200mg/dl. She was diagnosed with dehydration due to high blood glucose. Treatment included pumping fluids and antibiotics. She had also given herself a manual injection. The pod was worn on the arm for between 24 and 36 hours. This event occurred at the the beginning of the month, no specific date was provided.